Event description:
This pt was on a pump infusion pitocin at 3cc/hr and a volume of 13cc infused in a short period of time. Pt had tetanic uterine. Contractions. The pump was evaluated by biomedical engineering and no problems were noted.